Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20543. It was reported the patient underwent surgical intervention for lead revision on (B)(6) 2015 as the lead was broken(date of event unknown). The lead (lot number unknown) was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively. It is unknown which lead is related to the issue. Therefore, all the possible devices involved in allegation are being reported. Implant date for device 1 is unknown.